Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a failed battery test. The batteries were stored at room temperature and were not previously used and were fully charged before use. The battery cap contacts were not missing or damaged. The alarm was not resolved with cleaning the battery cap and inserting a new battery. The blood glucose reading was 168 mg/dl. The insulin pump was working again and a replacement was not needed.